Event description:
A malfunction was reported on the pump, but there were no notable events that occurred before it, and there was no adverse impact on the customer's blood glucose level. Technical support guided the customer on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.